Event description:
It was reported that a patient passed away due to an unknown cause coincident with peritoneal dialysis (pd) therapy. It was reported that on the same day as death, the patient had a ¿heart related event¿ and was taken to the hospital where the patient expired on the same day. Treatment was not reported. The cause of death was unknown. Peritoneal dialysis (pd) therapy was ongoing until the time of death, however the patient was not connected to the homechoice device at the time of death. There is no death notification available. An autopsy was not performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or iipv events that could have caused or contributed to the reported problem. The results of the sample analysis revealed no failure or malfunction that could have caused or contributed to the reported issue. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.